Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.